Event description:
The customer reported being involved in a car accident and the insulin pump got cracked. The blood glucose reading at time of the call was 226mg/dl. The customer stated that the pump was working and she was able to see the screen. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.